Event description:
It was reported that the patient had abdominal surgery and has been in rehab. The patient was experiencing ineffective therapy, and x-rays showed the patient's leads had migrated. Surgical intervention may take place at a future date to address the issue.

Manufacturer narrative:
Date of event estimated. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
Additional information received indicates, surgical intervention took place on (B)(6) 2024, wherein the migrated leads were explanted and replaced to address the issue.